Event description:
End user states "he was driving his pronto m51 and he hit a bump and his chair shut off and will not turn back on. Customer states he received his chair from a church so he is not sure if the chair was new or secondhand. Due to his disability he was unable to look for the serial number on the chair." No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51p, serial number/date code is unknown. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.